Event description:
The customer reported that during use of this instrument in a right knee arthroscopic procedure, a small fragment of the instrument broke off inside the patient's knee. The surgical site was flushed with copious amounts of normal saline; however, the fragment was not retrieved.

Manufacturer narrative:
Investigation results: this instrument was received for evaluation with the cutter detached from the actuator. A visual examination of the returned instrument observed damage to the tip/cutter and the actuator worn. Service records indicate the last date of repair for this device is june 2007. The material of this device is made of (B) (4) stainless steel. The instructions for use (IFU) warns the user: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. -exercise care in the use of the device to minimize side or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage or breakage. -inspect instrument after use to ensure it has not been damaged.